Event description:
According to the complaint, the abl90 flex plus analyzer gave a false high result for sodium. The following result was reported by the abl90 flex plus: 170 mmol/l a result for comparison performed in the laboratory gave a result of 139 mmol/l. Based on the two results the customer reported the result of 170 mmol/l as false high.

Manufacturer narrative:
Investigation show that the cause for the high measurement is either a clot or a trapped air in the na+ measuring chamber during the measurement. The most possible explanation is a small clot near the na+ sensor which will cause that air can trapped in front of the senor. In very rare cases the clot detection system are not able to detect a very small clot because the clot does not disturb the liquid transport in the analyzer.